Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient has been experiencing elevated blood glucose (bg) every morning for the past two weeks. The reporter had contacted animas the morning of (B)(6) 2013 for pump troubleshooting in relation to the elevated bgs, and found the pump was delivering as programmed. The reporter was advised to contact the patient¿s healthcare provider to discuss the reported pattern of elevated bgs. The afternoon of (B)(6) 2013 the reporter contacted animas back, stating that the patient¿s bg had responded to injections but when the patient was placed back on the pump after troubleshooting that morning, the patient¿s bg rose to 517 mg/dl with moderate nausea and a headache. The patient had reportedly come off the pump and was on insulin injections. The reporter stated she had lost confidence in the pump and requested that it be replaced. Although troubleshooting had indicated no pump malfunction, this complaint is being reported due to the allegation that the patient had experienced hyperglycemia while on insulin pump therapy and due to the allegation of a non-specific pump malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/27/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The previous report indicated that the follow up report was submitted on 04/25/2013 based on product analysis findings from 03/27/2013. The correct date of submission was 08/29/2013. The correct date of product analysis findings was 08/01/2013.